Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump alarmed cal error alert 3 times and then it alarmed change sensor alert. The customer's blood glucose levels ranged from 54 to 400 mg/dl. The customer's sensors were replaced, however nothing was returned for analysis.